Event description:
Plaintiff alleges suffering the adverse effects of latex allergy and exhibits symptoms of a latex allergy including hand sores, wheezing, hand dermatitis and sinus problems. In addition, plaintiff alleges suffering from emotional stress and fear related to the latex allergy.